Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 2.4 left hand, retest #1 inratio: 5.1 right hand, retest #2 inratio: 5.1 right hand. Pt's target therapeutic range is 2.0-3.0. Results done over a few minutes. Pt's left arm is atrophied from polio and blood moved very slowly out of it.

Manufacturer narrative:
Investigation pending.